Manufacturer narrative:
Colleting information is ongoing. Additional information will be provided upon investigation conclusion.

Manufacturer narrative:
Arjo became aware of complaint with the involvement of the flowtron system. It was reported that the power cable had exposed wires. The photographic evidence attached to the complaint clearly showed that the external and internal cable isolation were damaged. The customer did not provide information when the failure occurred. There were visible black marks found on the main cable, and therefore arjo has made an assumption that the cable was also smoked. After gathering more information related to a complaint it was confirmed that there was no burning marks. The analysis of this complaint was then performed only towards damaged cable isolation. Review of the post market surveillance system showed this type of damage can only occur when the cable is caught e.g. By the bed mechanism. This device is provided with instruction for use; document: 526933en rev e - 09/2018, which states: ¿make sure that the mains power cable and tubeset or air hoses are positioned to avoid causing a trip or other hazard, and are clear of moving bed mechanisms or other possible entrapment areas¿, ¿check all electrical connections and power cable for sings of excessive wear¿. Further information gathered has been concluded that the mains cable of the pump was damaged due to misuse. In conclusion, due to the initial assumption that the cable was smoked, we reported this complaint to competent authorities in the abundance of caution due to unknown circumstances but under further evaluation of gathered data, we have managed to clarify type of failure and concluded that this cable isolation damage doesn¿t meet the reportability requirements. There was no indication that the device was used for patient treatment when the event occurred. The device played a role in the reported complaint as the main cable had been damaged ( therefore did not perform as intended) from misuse. However, after the review of all available data, it was confirmed that there were no serious outcomes reported in the past due to exposed wire on the flowtron device. Please note that situation described in the complaint does not compromise patient safety and only causes inconvenience to the user. Therefore, that kind of complaint with a similar description will be not reportable in the future.

Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Event description:
It was reported to arjo representative that flowtron had wire exposed from the power cable. The cable defect was find during service od the device. The event circumstances is unknown. No injury was reported.